Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the catheter and transfer set. This occurred during use, but the patient was not connected. The patient stated their catheter connection near the transfer set was loose. The technical service representative (tsr) advised the patient to contact their registered nurse (rn) or physician in regards to the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.